Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead had known high/undefined impedence on the rv coil and superior vena cava (svc) coil in which have involved impedance alerts being triggered for the rv coil on multiple occasions. Several years ago the physician believed there to be an issue with the rv lead and programmed therapies off. Now the physician decided to test the integrity of the rv lead to determine if a lead replacement was necessary. Upon doing a cardioversion sub-threshold test it was found that high rv coil and svc coil impedence was observed via subthreshold pacing auto-testing; however high voltage impedence after shock was observed as normal. This led the physician to believe that there is an issue with the impedance measurements by the device. Reprogramming was done. The rv lead and ICD remain in use. It was noted that the patient was in atrial fibrillation (af) in relation to this event and was given therapy to break the af. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician decided to explant the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) and upgrade the patient to an MRI (magnetic resonance imaging) biv (bi-ventricular) ICD system.

Manufacturer narrative:
(B)(4) 2018 the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.